Event description:
During a hemorrhoidectomy procedure, a part of the staple line was not stapled, and the other part of the staple line had malformed staples (open shape). It was completed by add'l sutura. There were no adverse consequence to the pt.